Event description:
It was reported that a (B)(6) female patient underwent breast augmentation with a 325cc mentor siltex round spectrum and experienced breast implant deflation on her right side postoperatively. As a result, the patient underwent explantation and replacement with mentor smooth spectrum; 390cc catalog number 3501450 on (B)(6) 2021.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 13, 2023, mismatch information was received. There is no additional information to report at this time. Manufacturer¿s reference number: (B)(4).